Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable results for 2 patient samples tested for gluc3 glucose hk on a cobas 6000 c (501) module. Of the data provided, 1 patient had data that was a reportable malfunction. The patient's initial glucose result was 56 mg/dl, with a data flag. The sample automatically repeated with a result of 237 mg/dl. The customer stated that they also tested the patient sample on another cobas c501 and the result matched the repeat result, specific data not provided. The initial result was released outside of the laboratory, but was quickly corrected. There was no adverse event. The glucose reagent lot was 30285301 with an expiration date of 30-may-2019. Review of the calibration trace showed no alarms. Qc results prior to and after the event were acceptable. The field engineering specialist found that the sampling mechanism slider was worn. He replaced the slider and performed the necessary adjustments . The instrument performance was verified by performing successful calibration, qc, and precision testing. The customer stated that they have had no further issues following the service visit.